Event description:
Employee was tying a restraint on the head of the bed. The head of the bed was in the elevated position. The supporting head elevation bar was in a 90 degree position, (at this 90 degree position, support bar, possible due to the weight, gives the impression that it is in a locked position). While tying the restraint, the employee bumped the support bar forward towards the foot of the bed. The head of the bed came down on the employee's right wrist, breaking it. Staff has been in-serviced as to the one and only proper position of the elevated head rest.